Manufacturer narrative:
An email was recieved indicating that there was no patient involvement during this issue.

Manufacturer narrative:
One medfusion pump was received with no sign of external damage. The event history log was reviewed and there was no alarm pertaining to the reported issue. Inspection was completed and the reported "unable to bolus" was unable to be replicated. The pump had standard configuration and was not programmed with a library and enable to bolus. The bolus button worked well during testing. The user did have the pump configured to run a programmed bolus. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical medfusion pump was unable to bolus. There was no reported adverse event.